Manufacturer narrative:
H6, type of investigation: added codes 10, 4116, 4111 . H6, investigation findings: added code 3252 . H6, investigation conclusions: added codes 23, 61, 4315 . H6, component code: added code 788 . H6, health effect - impact code: replaced code 4648 with code 2199 .

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore¿ excluder¿ aaa endoprostheses. After having removed the angulation mechanism of a gore¿ excluder¿ conformable aaa endoprosthesis cxt281412e, the catheter was removed through the sheath when it was noticed that the leading olive had separated. Reportedly, the olive remained in the patient between the aortic wall and the deployed endoprosthesis.